Event description:
It was reported that multiple alarm 20s occurred during insulin delivery. The customer's blood glucose level ranged from 180-181 mg/dl. The customer continued using the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.